Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for no disposable. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd pump was returned for analysis in used condition. Visual inspection of the pump shows the pump is in good condition. Review of the event history log show no disposable alarm messages. Use testing was performed. The customer complaint was confirmed due to fluid ingression. Service replaced the downstream occlusion sensor. The root cause was user induced..